Manufacturer narrative:
(B)(4).

Event description:
Complaint description: the patient was a new born baby in the picu and hypotensive enough to use three of inotropic drug. In an emergency, the md decided to insert cvc into rt. Femoral site. There was a slight resistance to insertion of the guide wire, the md thought the patient's vascular condition was not good. There was resistance when trying to remove the guide wire after catheter insertion. So, the dr. Pulled the catheter a little back from the guide wire and tried to remove the guide wire. The slightly removed guide wire was separated from the spring coil, and the doctor removed the guide wire and the catheter simultaneously. A new kit was used opposite site and succeeded. A surgical procedure was performed to remove guide wire tip.

Event description:
Complaint description: the patient was a new born baby in the picu and hypotensive enough to use three of inotropic drug. In an emergency, the md decided to insert cvc into rt. Femoral site. There was a slight resistance to insertion of the guide wire, the md thought the patient's vascular condition was not good. There was resistance when trying to remove the guide wire after catheter insertion. So, the dr. Pulled the catheter a little back from the guide wire and tried to remove the guide wire. The slightly removed guide wire was separated from the spring coil, and the doctor removed the guide wire and the catheter simultaneously. A new kit was used opposite site and succeeded. A surgical procedure was performed to remove guide wire tip.

Manufacturer narrative:
(B)(4). The customer returned one guide wire for evaluation. The catheter was not returned. The guide wire was unraveled. No signs-of-use were evident. Visual examination revealed that the j-bend at the distal end of the guide wire was not present, indicating that a portion of the guide wire had detached from the assembly. The separated portion of the guide wire was not returned by the customer. Microscopic examination confirmed the separation. The exposed distal core wire appeared slightly rigid and pinched at the point of separation. The distal weld was not present; however, the proximal weld appeared spherical and secure to the assembly. The outer diameter of the guide wire was measured and was found to be within specification. The core wire of the assembly measured 37.4cm, which is not within the specification limits of 44.4cm-45.6cm per guide wire graphic. This further confirms that the distal end of the guide wire became separated from the rest of the assembly. Functional inspection of the guide wire could not be performed for this complaint due to the damage to the returned guide wire. A manual tug test revealed that the proximal weld was secure and intact. The IFU provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions, "if resistance is encountered when attempting to remove guidewire after catheter placement, the guidewire may be kinked around tip of catheter within vessel". Additionally, the IFU informs, "if resistance is encountered, withdraw catheter relative to guidewire about 2-3 cm and attempt to remove guidewire... Remove the guidewire and catheter simultaneously". The report that the guide wire separated in use was confirmed through examination of the returned sample. The core wire was broken near the distal end. Dimensional inspection confirmed the separation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of the guide wire separating/unravelling. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that unintentional user error likely caused or contributed to this event; however, the probable cause of the guide wire and catheter resistance could not be determined based upon the information provided and without the catheter being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.